Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility's on-site technician replaced the helium cylinder and placed the unit back into service.

Event description:
It was reported that during use in a patient the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure, the iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.